Event description:
It was reported that a revision surgery was performed due to infection. Liner and head were explanted. Surgeon does not blame the product.

Manufacturer narrative:
Additional informtion: d4 and h4.the devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it has been communicated that no clinical documents are available. Therefore, no thorough clinical assessment of the reported issue can be rendered. Should additional information be provided, the clinical/medical investigation task will be reopened. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the sterilization records revealed the batch was sterilized within normal parameters. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Infection is a complication that can be associated with any surgery. Some potential probable causes could include contamination, patient reaction or a post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.